Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein both scs systems were explanted. No new products were implanted. No further information is available.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-16027, 1627487-2021-16028, 1627487-2021-16029, 1627487-2021-16030, 1627487-2021-16031. It was reported that the patient may undergo surgical intervention at a later date to explant the entire scs system. The reason for surgery is unknown. No further information is available. It is unknown which system is being explanted, therefore all relevant products have been reported.